Event description:
Per the info provided to co through the international rep, the device was removed due to an "infection". As reported to co, the entire device was removed and not replaced at the time of the referenced event. Upon receipt of the explanted prosthesis, co also received the following info provided to the office by the physician/surgeons office, it stated "infection was present, culture results indicated estafilococus aureus, coagulasa negative". The physician/surgeon was asked if any circumstances in the pt's history which could have contributed to this occurrence, his response indicated "after surgery the pt had a bad cicatrization with an infection, which revealed corine bacterium when cultured". This infection was controlled with cefalotina. The pt was able to use the prosthesis (he had intercourse normally). After a few weeks, the pain came back and the culture results were estraptococus aureus and coagulasa negative. Following a telephone consultation with (two other physician's), vancomicinia was used but it wasn't possible to control".